Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as may 25, 2016 in the initial report. The correct date returned to manufacturer is jul 5, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that it was difficult to change the direction of rotation on the air reamer/drill device. During service and evaluation, it was observed that the device motor power was too low and the deflection head was rotating heavily. The device failed the following pre-tests: check function of fwd / rwd and check power with test stand, min. 190 to 260 watt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.